Event description:
The customer, called our sales rep this morning to perform her about an incident that had happened during the weekend. A pt was lying on the stretcher when she/he suddenly fell off the stretcher. There was no harm or injuries on the pt, but of course the staff became chocked. Our service technician will visit the site as soon as possible to find out more about this incident, which fortunately didn't cause any injury or harm tio the pt involved. Spontaneously sales rep think the staff failed to use the security handle.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.